Event description:
The initial reporter alleged a discrepant non-reactive anti-hcv g2 elecsys cobas e 100 result for one patient sample tested on a cobas 6000 core unit 150 (cn version). On (B)(6) 2020, the sample was tested using the elecsys anti-hcv ii assay and generated a result of 0.046 coi (non-reactive). The same sample was tested using the elisa 'wan tai' assay and the colloidal gold 'xin chuang' assay, both of which generated reactive results. A repeat measurement on the same day using a different reagent kit for the elecsys anti-hcv ii assay again produced a result of 0.046 coi (non-reactive), while the elisa 'wan tai' assay generated a reactive result of 0.180 coi. On (B)(6) 2020, the sample was tested using the abbott a-hcv assay, which generated a result of 1.48 s/coi (reactive). The result was reported as reactive. On (B)(6) 2020, testing performed at another laboratory using the abbott a-hcv assay generated a result of 1.96 s/coi (reactive). The discrepant non-reactive result from the elecsys anti-hcv ii assay was not reported outside of the laboratory.

Manufacturer narrative:
The reported event occurred on a cobas 6000 core analyzer (serial number: (B)(6). The investigation was limited as no sample material was available for further analysis. Quality control data were reviewed and found to be within the specified ranges. The elecsys anti-hcv ii assay generated consistent non-reactive results across multiple tests. A definitive root cause for the discrepant results could not be determined. The investigation concluded that repeatedly reactive samples should be further evaluated using supplemental methods, such as immunoblot or hcv rna detection, as recommended in the assay's instructions for use.